Event description:
The facility's quality manager reported an infusion pump that over delivered during patient use. It was reported that the patient was over medicated with no patient injury and the machine did not convert the measurements properly. A follow up with the quality manager did not reveal any new information. A follow up with the clinical engineer revealed the correct serial number of the device.